Manufacturer narrative:
From the divisions of cardiac surgery and thoracic surgery, (B)(6). Steve k.singh,md,msc,frcsc - "impact of aortic valve closure on adverse events and outcomes with the heartware ventricular assist device" this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which contained information regarding the left ventricular assist device (lvad) systems.  Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers with the available information provided. The 126 patients received hvads as a bridge to transplant or bridge to candidacy between 2009 and 2015. Median follow-up was 518 days on support. The authors concluded that a closed aortic valve was strongly related to an adverse outcome, defined as pump thrombosis (pt), ischemic stroke (is), or a combined thrombotic event (cte) that consisted of pt and is, greater than or equal to 30 days after lvad implantation. There was a 29% pt incidence (0.15 events per patient per year [eppy]), 19% is incidence (0.22 eppy), and 39% cte incidence. A closed aortic valve was also associated with increased mortality.  At the time of implantation, the vad speed (i.e., rpm) was set to optimize septum, "with if possible, some residual aortic valve opening (avo)". Pump speed was not routinely changed after implantation. The journal article also discussed the variability that exists between hvad studies. Results from the hvad advance trial (140 bridge-to-transplant hvads) and its continued access cohort (242 hvads), followed for a mean support of 423 days, the incidence of is was 17% (0.16 eppy) in advance and 6.8% in the continued access cohort, and pt was 8% (0.06 eppy) in advance. No further information has been provided.

Manufacturer narrative:
Hvad pump with unknown serial number was not returned to heartware for evaluation. Review of the manufacturing documentation was not performed since the serial number is unknown.  Review of controller log files could not be performed since the serial/lot number as well as the patient ID is unknown. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.